Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer reported via email that she had missed someone's call. However, she has stopped using the pump a month ago due to experiencing so many problems. The customer stated that she was in the hospital in november, and last week she had a blood glucose of 125 mb/dl at bedtime and then bottomed out during the night. Her husband had to call ems. The customer stated that the pump just did not work for her.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarms. The customer stated that they had high blood glucose over 400 mg/dl at the time of incident. The customer's blood glucose was 364 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The reservoir will not be returned for analysis.